Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt the device vibration twice. Upon review, the implantable cardioverter defibrillator was in backup vvi mode. It was suspected that the interaction with merlin.net transmitter might have contributed to the backup vvi functionality. The device was reverted back to normal. There was no adverse consequence to the patient.